Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. This report is being filed on an international product, model number 78802-01, which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified higher scan result on the adc device compared to an unspecified reading obtained on the competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms such as hunger, "quick teeth - overexcited", irritation and difficulty in motor skills but was able to self-treat with 2 bags of lipton tea. No third-party medical treatment/medication was provided. There was no report of death or permanent impairment associated with this event.